Event description:
It was reported the user facility had identified a monopolar curved scissors instrument with micro cracks thru a high magnification scope. There were no missing pieces or fallen pieces reported and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A small hairline crack was found on the main tube near the tube extension. Additional damage found were deep scratches and pad printing removal. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch mark was short in length approximately .0680. Engineering concluded the damage may be due to mishandling. The tube extension exhibited two spots with material loss. Electrical continuity testing was performed and passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.